Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and two shocks for what appears to be an atrial driven rhythm. Technical services (ts) was consulted and upon review of the episode, it was noted that there was undersensing on the right atrial (ra) lead channel. Ts advised on programming enhancements. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5 describe event or problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and two shocks for what appears to be an atrial driven rhythm. Technical services (ts) was consulted and upon review of the episode, it was noted that there was undersensing on the right atrial (ra) lead channel. Ts advised on programming enhancements. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that the right atrial (ra) lead sensing was turned off, thus, there was no undersensing on the ra channel. Based on the available information, this ra lead no longer meets complaint criteria.